Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a tip clamp sleeve stuck in the up position in the reported problem area of the pipette assembly. The tip and plunger clamp were replaced. The instrument was tested without further problem. Repairs have returned the instrument to expected operation.